Event description:
The customer reported having "h&h" check failures on their dxh800 instrument. A field service engineer (fse) was dispatched. The fse observed discrepant hemoglobin results between the dxh800 instrument in question and another dxh800 instrument (backup) in the laboratory. Six (6) patient samples were observed to be discrepant. Erroneous results were not reported out of the lab.

Manufacturer narrative:
The field service engineer (fse) cleaned and bleached the hgb chamber, completed hgb verification blank and adjusted the hgb calibration factor to resolve this issue. (B)(4).